Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 21-mar-2023. One sample received by our quality team for investigation. Upon visual evaluation, missing scale marking on the barrel is observed. A device history review was performed for lot 2210075, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Possible root cause for scale marking issue is associated to a failure in the patterns that transfers the scale. H3 other text : see .

Event description:
It was reported that the bd plastipak¿ syringe scale marking was missing. The following information was provided by the initial reporter, translated from japanese to english: no graduation on the syringe body.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe scale marking was missing. The following information was provided by the initial reporter, translated from japanese to english: no graduation on the syringe body.